Event description:
Customer complaint states: "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) there was no report of patient complication or medical intervention. Patient condtion reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, 200 samples were taken from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. A device history record review was performed and no relevant findings were identified. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint states: "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". (Continued) there was no report of patient complication or medical intervention. Patient condition reported as fine.